Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noise over sensing on presenting electrogram (egm). Also, rv auto threshold was suspended and set at high values. The rv capture was observed on presenting egm but they were unable to view more than 72 hours in the past. The threshold tests were suspended on the same date the over sensing occurred. Both the crt-d and the rv lead remain in service. No adverse patient effects were reported.